Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: the thread strength is practically null and the needle is bent.